Event description:
Failed no sensor (device issue). Case description: on (B)(6) 2015, during a routine review of service order findings from a regional service center (rsc) in the united states, the company's quality manager identified a device issue with inomax (B)(4). Although the customer did not report adverse event with this device, nitric oxide (no) calibration low counts above maximum in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. On 3-june-2015: this is a non-serious, post-marketing device report. "No calibration low counts above maximum" was identified during a routine review of service order findings. No adverse event associated with the device failure was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR#3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax (B)(4). The review of service order findings was completed on 21-may-2015. Inomax (B)(4) was returned to the manufacturer for service. The regional service center (rsc) service log review revealed a delivery failure (df) alarm with monitored nitric oxide (no) greater than absolute maximum of 100 parts per million (ppm); actual value: 101. The service log review also showed a failed low no cell calibration with high point: 1007 counts, low point: 668 counts. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possible contributing to the df that occurred prior to the failed low calibration. The rsc experienced a failed no cell alarm at bootup, performed a low calibration to clear the alarm and replaced the no cell as part of the 2 year preventive maintenance (pm) requirements. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).